Event description:
It was reported that an x-ray confirmed the right atrial lead dislodged into the vena subclavia and exhibited loss of capture. Dislodgement due to twiddlers syndrome was suspected. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Final analysis found normal electrical characteristics.